Event description:
A 99 year-old female who sustained a femoral neck fracture was treated with a depuy ace captured hip screw. The screw was placed in good position within the femoral head and neck. The postoperative x-rays showed that the lag screw had slid down with the end of the screw extending beyond the side plate. Date of event or suspected problem: 08/16/1999.